Event description:
In 2005, a patient underwent successful repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. It was noted the patient had a highly angulated neck. One month later, the patient returned with renal complaints. A second procedure was performed to stent the left renal artery. The physician believes the patient's renal complications arose from the trunk-ipsilateral leg component migrating towards the renal arteries post deployment. The patient is reported to be doing fine post operatively.